Event description:
It was reported that while operating the dr found out that air was slipping out from one of the trocars. They found that one of the inner pieces of the seal was missing. After a while they found it in the pt. Completed with the same like product. The device was discarded.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.